Manufacturer narrative:
Correction e4 - initial report sent to FDA updated from "no" to "yes". The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire sheared. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Medwatch report #: mw5155437. Caller indicated that their partner rep was in case and whisper wire broke off in lv (left ventricular) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Medwatch report #: mw5155437. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: the date of procedure will be estimated as 4/01/2024, the date of the medwatch report. D4: the UDI number is not known as the part and lot number were not provided.